Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the error message ¿tart sensor disconnected¿ occurred. The customer exchanged the interface cable from another cardiohelp that was not in use, but the same error message was displayed. The customer reported that all pressure values were lost as well. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the error message ¿tart sensor disconnected¿ occurred. The customer exchanged the interface cable from another cardiohelp that was not in use, but the same error message was displayed. The customer reported that all pressure values were lost as well. Both failures occurred during treatment. A getinge service technician (fst) was sent for investigation and repair on 2022-09-08. No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As stated by the fst the hls set is thrown away by the customer and not available for investigation. According to the logfile analysis the message "part/pven/pint disconnected/defective" was showing up multiple times and the message "tart disconnected" was never showing up on the date of event (2022-07-22). An exact root cause could not be identified as the reported failures could not be reproduced and the message "tart disconnected" was never displayed on the date of event. According to the risk file following root causes can lead to the reported pressure failure: wrong plugged external pressure sensor or disconnection (mix up); disturbed (emi) pressure sensor; defibrillator system; laser scalpel; rf system; connection of non-capatible sensor ; positive or negative pressure beyond specification (release of tubes) ; too high / low atmospheric pressure. In regard to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming.further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instructions for use (IFU) of the caridohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood.furhtermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. According to the risk file following root causes can lead to the reported temperature failure: user doesn't perceive or recognize to connect a compatible temperature sensor or connects it incorrectly. User accidentally disconnects the temperature sensor. In regard to the instruction for use of the cardiohelp (chapter 6 ¿during the application¿) the cardiohelp should only be operated with activated temperature sensors and to ensure that the warning and alarm limits, as well as the interventions, are suitable for the patient and current situation. An external temperature sensor can be used. The review of the non-conformities has been performed on 2022-09-12 for the period of (B)(6) 2013 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-08-01. Based on the results the reported failure "all pressures lost" could be confirmed according to the logfiles, but was not reproducible. The reported failure "tart disconnected" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).